Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, single bit difference in amplitude code for p-wave measurement. (B)(4).

Event description:
It was reported that during follow-up the implantable pulse generator (ipg) p-wave measurement failed. A manual guidance reset (mgr) was recommended, and the ipg remains in use. No patient complications have been reported as a result of this event.